Manufacturer narrative:
Follow-up # 1 date of submission 10/03/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: a review of the pump¿s history showed that the last basal delivery and bolus delivery were on (B)(6) 2014. The pump was manually suspended on (B)(6) 2014 at 16:26; deliveries were never resumed. The pump was manually suspended on (B)(6) 2014 at 20:49 and manually resumed at 22:23. Only one basal delivery followed. The pump was manually suspended on (B)(6) 2014 at 22:27 and manually resumed at (B)(6) 2014 at 02:14. During testing, the pump performed the rewind, load, and prime steps with no issues occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no issues occurring. The total daily dosage basal history was correctly recorded by the pump. The total daily dosage¿s in the pump history added up correctly and reflected the users programmed basal rate. The pump was able to successfully complete a delivery accuracy test and was found to be delivering within the required specifications. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.